Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient started to experience ¿squeaking¿ noises. No incident occurred. Upon x-ray surgeon found poly liner unengaged. Liner included was removed one screw and 32+ 5 bio ceramic head. Patient required a revision surgery.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : patient started to experience ¿ squeaking¿ noises. Says no incident occurred. Upon xray dr found poly liner unengaged. Tried adding attachments but having issues. Liner included was removed one screw and 32+ 5 bio ceramic head. The product was not returned to j&j medtech orthopaedics, however photos were provided for review. (B)(4). The x-ray investigation revealed that the ceramic head is not centrally loaded therefore it is reasonable to conclude that a disassociation event occurred between the acetabular liner and the cup. Furthermore, audible sound can be confirmed as this condition could happen as a consequence of the disassociation. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. It is highly recommended to the patient to consult with their healthcare professional for further assessment. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the unknown hip acetabular cup would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device. If the lot/serial number becomes available, the record will be re-assessed. H11 additional narrative: added: d10 (concomitant).